Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller understood instructions.